Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer failed to close. A field service engineer assisted the customer with the removal of a broken 2x2 cubie pocket with enhanced full height drawer 4 auxiliary station ar-ed. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system auxiliary drawer 4 pocket b1 failed to close. The customer stated that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.